Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to clinic complaining that the device had moved in pocket. When examined it was noted that the device which had been implanted medially was sitting more lateral in the left pectoral region. The skin over device was quite thin. The patient had been moving furniture when they noticed it had moved. The device was revised and moved to the medial position and sutured in place on (B)(6) 2019. The patient tolerated the procedure well and was stable pre, during and post procedure.